Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) female. The patient was using an unspecified insulin for the treatment of an unspecified indication. On (B)(6) 2010, it was reported that the patient's humapen memoir pen would not reset after delivering a 60 unit dose. The pen was returned to the manufacturer on (B)(6) 2010 and missing dose number segments were observed. This humapen memoir is associated with product complaint (B)(4) / lot 0706c01. The patient's spouse was a trained user of the pen. The device duration of use was about one year.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) female. The patient was using an unspecified insulin for the treatment of an unspecified indication. On (B)(6) 2010, it was reported that the patient's humapen memoir pen would not reset after delivering a 60 unit dose. The pen was returned to the manufacturer on (B)(6) 2010 and missing dose number segments were observed. This humapen memoir is associated with product complaint (B)(4). The patient's spouse was a trained user of the pen. The device duration of use was about one year. Update (B)(4) 2010: additional information received (B)(4) 2010, via the global product complaint database. Added device specific safety summary. Updated EU/ca device fields appropriately.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the patient reported problems resetting her memoir pen device. The device was returned for investigation (pen batch (B)(4), manufactured in june 2007). A detailed investigation identified missing segments in the dose display and a power button failure caused by liquid ingress while in the field with a contributing factor of a cracked lcd cable. The liquid ingress caused corrosion in several locations. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. Work instructions were updated and training was provided for handling the lcd cable during assembly. These were completed on (B)(4) 2010. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.